Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states a patient's atrial lead exhibited noise oversensing episodes. No intervention was performed. No additional adverse patient effects were reported.